Event description:
It was reported that an unspecified malfunction alarm occurred resulting in the customer being hospitalized. Customer declined follow up from tandem technical support. No additional information was provided.